Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were recently hospitalized due to due to diabetic ketoacidosis. Customer's hospitalization date was not provided. The customer's blood glucose level was 273 mg/dl at the time of admission. It was unknown if customer was wearing the insulin pump at the time of admission. Troubleshooting was performed but was unable to perform high pressure test as the clamp was not available. The insulin pump was not replaced or returned for analysis.